Event description:
I am reporting the dental care that I received at (B)(6). This company is ripping off the public for millions of dollars. They are set up as dental clinics, but in reality is a money making venture for the dentist. They are hiding behind the very laws that are set up to protect the public. I have reported these people to the state dental board, the board is made up of dentists. It is the same as the blue wall of silence. They dragged the complaint out for over 9 months until I finally got in touch with them about the outcome of my complaint. While I would be in the office I only heard complaints about the dentures and partials that they could not eat with. Food is very important to survival. The products that they provide can't be used. They get your money up front. I found out when I requested a complete copy of my medical records from the office, that the dentist is not employed by (B)(6). If this is so, how can they share my (B)(6) with the parent company. This is in direct violation of the hippa laws. The public does not know about this. I just want to know what the public can do about these scam artists. I went to another dentist who took one look at the partials and stated "how can they expect you to eat with these partials?" The dentist also told me that I should report this. Please go to the (B)(6) website and scroll down to the pissed customers and read some of the complaints about this company. The problem is nationwide. There are more regulations in place to protect me from buying a counterfeit purse than there is protecting me from greedy dentists. When I tried to file a complaint with the parent company, it was very difficult to say the least. I sent them pictures of my partials. Please look into this matter. The public is being hurt in the worst way. We put our trust in medical personnel that are only looking a dollar signs and don't realize how people are suffering in silence, thinking no body cares. Everyone who needs dentures are not uneducated and poor. They are also doing dental work off the books and I have proof. I think that falls under tax laws. Refusing to give pt's their medical records is also a violation of the law. I am asking you to please look in to this company. It is scamming and ripping off seniors and people who can't pay for dental insurance and have to pay out of pocket.